Event description:
It was reported that foreign matter, air bubbles, and label error were found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel x2, embedded fm x6, gel bubbles x24, printing defet x47".

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in gel, embedded fm, gel bubble, and printing defects with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in gel, embedded fm, gel bubble, and printing defects was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, air bubbles, and label error were found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel x2. Embedded fm x6. Gel bubblex24. Printing defet x47."